Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: in the operation for a mid-third facial fracture, a lock plate was broken during bending. It was a six-hole plate that broke into a five-hole part and a one-hole part. Another plate was used instead. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the plate were checked and found to be in compliance with the technical drawings and ao/asif specification. Examination of the raw material testing certificates and the manufacturing records showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The cross section surface shows no irregularities. The applied mechanical force may have contributed to the plate breakage during pre-bending. No product fault could be detected.

Event description:
This is report 1 of 1 for complaint # (B)(4).